Manufacturer narrative:
G3, h2,h3 and h6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, the data presented in the literature review reported, nine patients from the manual balance group required manipulation under anesthesia due to stiffness. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment or fit/size of devices used. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "does the use of intraoperative pressure sensors for knee balancing in total knee arthroplasty improve clinical outcomes? A comparative study with a minimum two-year follow-up", it was reported that, 9 patients from the manual balance group required manipulation under anesthesia due to stiffness. The outcome of the patients is unknown.